Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and instructions to contact support again if the malfunction recurs were provided and understood.